Event description:
It was reported that bd insyte autog bc a hole was found in the catheter. The following information was provided by the initial reporter: issue: a small hole was found in a 22 gauge self-occluding IV catheter on the end of the blue plastic hub. The IV was in the vein and showed initial flash of blood but when flushing the IV there was a leak of ns and unable pull back blood because of the defective catheter. Event date: 10/12/2024: was there injury? No, but issue has the capacity to cause error. Any adverse event or serious injury reported to patient or healthcare professional? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. One 22g insyte autoguard IV catheter was provided for investigation. The sample exhibited evidence of use. A functional test revealed leaks in the tubing. A microscopic examination revealed multiple punctures in the tubing. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. Some of the punctures resembled damage caused by the needle tip. The report of a hole in the catheter was confirmed; however, the root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.